Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's father, reported the customer received a reading of 210 mg/dl on the adc freestyle libre sensor and subsequently self-treated with insulin (dose/type unspecified) via insulin pump according to the reading received. It was further reported the customer then began to "feel bad" and experienced vomiting, dizziness, and "disconnecting phrases". Customer was taken to the hospital where she was diagnosed with hypoglycemia, had her insulin pump removed, and was treated with glucose serum. Hospital meter readings of 125 mg/dl and 180 mg/dl were reported but it is unknown when these readings were obtained. There was no report of death or permanent injury associated with this event.

Event description:
Caller, customer's father, reported the customer received a reading of 210 mg/dl on the adc freestyle libre sensor and subsequently self-treated with insulin (dose/type unspecified) via insulin pump according to the reading received. It was further reported the customer then began to "feel bad" and experienced vomiting, dizziness, and "disconnecting phrases". Customer was taken to the hospital where she was diagnosed with hypoglycemia, had her insulin pump removed, and was treated with glucose serum. Hospital meter readings of 125 mg/dl and 180 mg/dl were reported but it is unknown when these readings were obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.